Event description:
Customer reported that a patient developed swelling and cellulitis with sight serious drainage on the great toe five days following bunionectomy. The patient was prescribed zosam.

Manufacturer narrative:
No conclusion can be drawn at this time.